Event description:
It was reported that pacing failure was found using an external pulse generator (epg). The patient had an intrinsic rate of 30 bpm so it was determined that the patient did not have a severe health hazard. The patient cable was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the patient cable was fractured. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).